Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report.per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had accuracy issue. There was patient involvement but unknown harm.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, concomitant med prod data. Annex a: a1801 annex g: g02017 annex b: b01 annex c: c0601 annex d: d15.

Event description:
It was reported that the device had accuracy issue. There was patient involvement but unknown harm.

Manufacturer narrative:
Correction: initial reporter occupation, report source, report source other.

Event description:
It was reported that the device had accuracy issue. There was patient involvement but unknown harm.

Event description:
It was reported that the device had accuracy issue. There was patient involvement but unknown harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative annex a : a0509 annex g : g04070 annex c : c07 the actual date of event is unknown. Investigation summary: the customer report that the pca had accuracy issues was not confirmed or replicated during investigation of the returned pca module. ¿ a review of the last programmed infusion observed the pcu device was powered on 01 february 2022 at 11:01 am and the pca module was programmed a fentanyl continuous only infusion (dose 400mcg/h) with a rate of 8ml/h and a vtbi of 43.6ml (all) after the guardrails alert was confirmed (continuous dose exceeds guardrails limit of 200mcg) the infusion was started. ¿ since the intended programming parameters were not provided it is not known if the noted guardrails alert was relevant to the reported complaint ¬¬ o at 12:59 pm, the pca was paused one minute later the pca was channeled off. O primary volume infused was recorded as 14.9ml. ¿ laboratory testing using alaris system maintenance (asm) consisting of barrel clamp accuracy, plunger force accuracy, and plunger position accuracy task were shown to pass successfully. ¿ no errors or malfunctions recorded on the day of the last observed infusion. ¿ internal and external inspection of the pca module observed no anomalies. ¿ the device was being used for treatment purposes. Root cause: the root cause of the reported pca with accuracy issues was not confirmed. The pca was tested for accuracy and successfully passed all accuracy tests. Note that imdrf annex a1801, a0509, c07, c0601, d15, d02, g02017 and g04070 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.